Event description:
The dental implant fx4508swc was removed on (B)(6) 2017 due to failure to osseointegrate 3 months after implantation. The doctor indicated that peri-implantitis may have caused the implant removal. The patient has a history of hyperthyroidism and will require another surgical intervention.